Event description:
Reportedly, the patient died on (B)(6) 2024. The ICD shocked but too late. The physician wants to know why the therapy has been delayed.

Manufacturer narrative:
The review of provided data highlighted the recorded of a ventricular fibrillation episode on (B)(6) 2024 at 12h51. The episode lasted more than 3 minutes and a 42j shock was delivered. The device was implanted on (B)(6) 2018 with a sonrtip atrial lead (sn (B)(6)), an abbott ICD lead and a lv navigo 2d 88 lead. The provided data from (B)(6) 2024 (26 days post patient death) were assessed: ¿ the device was explanted on (B)(6) 2024. ¿ the programming of the parameters is adequate for a crt-d device. ¿ the ICD programming follows the guidelines and provides even more security to the patient to treat ventricular arrhythmia faster than in the guidelines . ¿ the battery curve presents a normal profile. ¿ lead measurements show stable electrical performances. ¿ a ventricular fibrillation episode was recorded on (B)(6) 2024 at 12:51. A 42j shock was delivered. The 42j charge was reached after 4 minutes. ¿ the duration of the shock delivery and the shock impedance were normal. During this arrhythmia episode the device behaved as per specifications: ¿ the rhythm was fast and presented slower cycles the majority of cycles were in the tachy zone and the rhythm analysis was ¿unstable¿ ¿ the slower cycles did delay the charge. ¿ the change between vf analysis (then charge) and svt/st analysis (stopping the charge) happened several times. ¿ the duration of the shock delivery and the shock impedance were normal. The manufacturing process as well as device history reports show that the device has been manufactured and delivered to the field following all the procedures. Based on the available data and considering that the device has not been returned for investigation, no general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Manufacturer narrative:
The review of provided data highlighted the recorded of a ventricular fibrillation episode on (B)(6) 2024 at 12h51. The episode lasted more than 3 minutes and a 42j shock was delivered. The device was implanted on (B)(6) 2018 with a sonrtip atrial lead (sn (B)(6)), an abbott ICD lead and a lv navigo 2d 88 leads. The provided data from (B)(6) 2024 (26 days post patient death) were assessed: the device was explanted on (B)(6) 2024. The programming of the parameters is adequate for a crt-d device. The ICD programming follows the guidelines and provides even more security to the patient to treat ventricular arrhythmia faster than in the guidelines. The battery curve presents a normal profile. Lead measurements show stable electrical performances. A ventricular fibrillation episode was recorded on (B)(6) 2024 at 12:51. A 42j shock was delivered. The 42j charge was reached after 4 minutes. The duration of the shock delivery and the shock impedance were normal. During this arrhythmia episode the device behaved as per specifications: the rhythm was fast and presented slower cycles the majority of cycles were in the tachy zone and the rhythm analysis was "unstable" the slower cycles did delay the charge. The change between vf analysis (then charge) and svt/st analysis (stopping the charge) happened several times. The duration of the shock delivery and the shock impedance were normal. The manufacturing process as well as device history reports show that the device has been manufactured and delivered to the field following all the procedures. Based on the available data and considering that the device has not been returned for investigation, no general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the patient died on (B)(6) 2024. The ICD shocked but too late. The physician wants to know why the therapy has been delayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient died on (B)(6) 2024. The ICD shocked but too late. The physician wants to know why the therapy has been delayed.